Event description:
Caller states the pt tested 562 mg/dl on the inform system and 118 mg/dl on a lab drawn within 10 minutes. No treatment info provided. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.